Event description:
The lateral c poly insert and lateral b poly insert would not lock into the tibial tray during surgery. The lateral a poly insert was used to complete the surgery. The lateral a poly insert is 1mm thinner than the lateral b poly insert and 2mm thinner than the lateral c poly insert.

Manufacturer narrative:
The lateral c poly insert and lateral b poly insert would not lock into the tibial tray during surgery. The lateral a poly insert was used to complete the surgery. The lateral a poly insert is 1mm thinner than the lateral b poly insert and 2mm thinner than the lateral c poly insert. Review of the device history record indicates that the device was manufactured to specification. Returned device evaluation: the lateral b and lateral c poly inserts were returned for evaluation/ physical examination of the returned inserts shows significant damage to the snap feature of the locking mechanism. Examination indicates that the poly inserts may not have been aligned properly at the time of impaction. With the inserts damaged in this manner, it is likely that the inserts were not able to completely lock into the tray.